Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "intracapsular rupture," "contracture" baker grade unknown, "increasing [breast] size," "purple color," and "psychological traumas."

Event description:
Patient reported left side "intracapsular rupture," ultrasound confirmed, "contracture," baker grade unknown, "increasing [breast] size," "purple color," and "psychological traumas." Device was explanted. Patient reported treatment with "cefalexine," "voltaren," "diprospan injection," "keflin," "vanadine and nimesulide." Also reported treatment of "8 days draining liquids generated by the breast."